Event description:
It was reported that there were increased threshold measurements on the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. This data revealed that the resistance/impedance had an increase. The ventricular lead impedance and thresholds appear to begin increasing around (B)(4)-2010. It also appears that the impedance increases from an average of 787 ohms on (B)(4)-2010 to 937 ohms on (B)(4)-2010.